Event description:
This male patient with a history of ischemic stroke and arrhythmias was admitted for pci with stenting of an 85% stenosis in the left internal carotid artery. The lesion was not calcified, but there was pre-existing thrombus present prior to treatment. An angioguard 5mm basket/medium support device was advanced beyond the target and was deployed without complication. The stenosis was pre-dilated with a submarine rapido balloon. Two precise stents (p08040xc, 13391180) were successfully deployed in the lesion without difficulty. The stents were post dilated with a 5.0x30mm amiia balloon. Following post dilation, the blood flow through the vessel stopped. The physician suctioned debris from the filter and around the target site and the blood flow recovered to normal. Several hours after the procedure, the patient developed asymptomatic hyper-perfusion syndrome. This was diagnosed via repeat angiogram. This was treated with the administration of anti-hypertensives and the patient was monitored. Then, hyperperfusion resolved without occurrence of any symptoms and the patient was discharged in stable condition.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of three reports submitted for events occuring in one patient in the same setting. Please reference MFR report#s: 1016427-2009-00002, 9610978-2009-00008.